Event description:
It was reported that during a da vinci si surgical procedure, part of the jaw of the harmonic curved shears (hcs) insert accessory (installed on the hcs instrument) broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was successfully completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned and / or if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the clamp arm detached and missing from the distal end. Shaft features that mate with clamp arm pins are bent slightly backwards, consistent with hyperextension of the clamp arm. Evidence is not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.